Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that when putting the bed into brake, the brake caster will still swivel. No injury reported.